Manufacturer narrative:
Eval result: brake adjuster.

Event description:
It was reported by service report that the brakes were loose on the stretcher. No pt involvement or adverse consequences are reported.